Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap tubal procedure, a piece of the trocar was setting on the pt's uterus. A precautionary x-ray was performed and nothing else was found in the pt. There was no adverse consequence to the patient.